Event description:
It was reported that pump experienced malfunction with a non-resettable malfunction code, and there were no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump.